Event description:
It was reported that a patient had high impedance and was referred for revision surgery. The physician believed that the high impedance may have been caused by fibrosis, but she was not sure that was the cause. X-rays were taken, but they were not provided to the manufacturer. There was nothing in the x-rays that suggested the cause of the high impedance. Surgery is expected but has not occurred to date.

Event description:
The patient had lead revision surgery on (B)(6) 2016. The surgeon checked that the lead pin was fully inserted into the connector block. Multiple system diagnostics were performed, and high impedance was present. The test resistor was inserted into the generator, and the impedance was normal. The lead was then replaced, and the high impedance resolved. The explanted lead was received on 03/07/2016. Analysis has not been completed to date.

Event description:
Analysis was completed on 03/31/2016. Note that the electrodes were not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. There was no evidence to suggest discontinuities in the returned portion of the device. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Although analysis did not identify a lead break, the electrode portion of the lead was not returned, which may have been the location of a lead break. Another possibility of the cause of the high impedance could have been fibrosis at the electrodes.